Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: 50cm slimtip implant lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8166569. Common device name: 50cm slimtip implant lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8009785. Common device name: 50cm slimtip implant lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8334956.

Event description:
It was reported that the patient experienced ineffective therapy reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein full system was explanted to address the issue. It is unknown which lead caused the ineffective therapy.